Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer reported that the device does not work. No pt involvement. Welch allyn service identified a preamp reference failure error code in the device log.